Event description:
Reporter indicated that patient has experienced an increase in seizure activity since vns implant and that the patient's medications have subsequently been increased. The patient experienced 5-10 seizures per month pre-vns. Investigation to date has been unable to determine the severity of the reported seizure increase.